Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had dent approximately three inches from the distal tip. The issue was found in an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported, the rigid video scope had dent approximately, three inches from the distal tip. The issue was found in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results and correction. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The product analysis confirmed, dents on distal edge. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The most probable cause of the complaint is component failure. Which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.